Event description:
It was reported, the colonovideoscope had obstruction in the waterjet channel. The problem arose while preparing for diagnostic use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, the foreign material adhering to/clogging the auxiliary water channel was confirmed however the root cause could not be identified. The material could not be identified and the cause of the material remaining in the device could not be specified. There were no reported deviations from instructions for use regarding reprocessing and no damage to the area where the material was detected. The suggested event may be detected and prevented by handling device in accordance with the following instructions for use. Instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection states how to detect the event. Instructions for use: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the intended procedure was completed using a similar device.